Manufacturer narrative:
Discrepant information was received indicating this lead to have been in concurrent use by two patients. Despite attempts, additional information could not be obtained. As such, the explant status of this lead and associated devices remain unknown. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an unspecified dysfunction resulting in this patient's hospitalization and a subsequent revision procedure to replace the lead. A new rv lead was implanted without further reported complication. No additional adverse patient effects were reported.